Event description:
Nurse connected secondary infusion to the upper y-site of the IV tubing and lowered the primary bag. When the clamp on the secondary line was opened, the medication flowed into the primary bag. The backcheck valve on the primary tubing did not prevent the backflow. The nurse noticed the malfunction immediately and removed the setup. A new tubing was prepared, the medication remixed and administered without problem. Tubing will be available for rep to pick up if desired.